Manufacturer narrative:
The investigation determined that during a correlation testing event, higher than expected vitros ipth results were obtained from three patient samples processed on a vitros system and compared to a non-vitros method (beckman dxi). The definitive assignable cause could not be determined as the customer has not provided requested information that would indicate if the vitros 3600 analyzer and vitros ipth reagent were performing as intended. No vitros ipth performance test results or historical ipth quality control results have been provided. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as no information was provided. Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
Higher than expected vitros ipth results were obtained from three (3) patient samples when compared to a non-vitros method (beckman dxi). Sample 1: 66.0 pg/ml versus expected result of 37.0 pg/ml. Sample 2: 43.0 pg/ml versus expected result of 21.0 pg/ml. Sample 3: 108.0 pg/ml versus expected result of 53.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the vitros ipth results were reported from the laboratory, however, there were no reported allegations of patient harm as a result of this event. (B)(4).